Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. High pacing impedance, exit block, high/unstable thresholds, noise and many ventricular high rate episodes were noted. A "lead switch" and short circuit paces were also indicated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted that ventricular lead pacing impedance trends showed a high count of low impedance/short circuit paces. Since a ventricular lead warning occurred on (B)(6) 2015 about 13% of paces have low impedance. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that ventricular lead impedance trends showed that impedance had been stable at approximately 600 ohms through (B)(6) 2015, then impedance began to vary with maximum measurements greater than 2000 ohms by the week of (B)(6) 2015. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that ventricular capture management trend shows threshold measurements of 2.5v or greater throughout the record dating back to (B)(6) 2014. Lastly, analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst indicated that ventricular high rate episodes were recorded with apparent noise oversensing seen on the available egms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).